Manufacturer narrative:
Product ID 3387s-40, lot# va0tn4t, implanted: 2015 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2015 (B)(4); product type extension product ID 3387s-40, lot# va0t4hd, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
A manufacturing representative reported the patient had been admitted to the hospital, was experiencing significant depression, and had been elevated to suicide watch. The patient was recently implanted with deep brain stimulation (dbs) for essential tremor. The patient had a history of psychiatric issues, but the issues were well addressed by a multi-disciplinary team and under control for some time. The dbs therapy was turned off by the patient for the meantime. A health care provider (hcp) later reported the dbs therapy was turned off for three days and the patient had been admitted to inpatient psychiatry. The depression had not been resolved.